Event description:
A cusa excel console was reported to have smelled as though it was burning. The console was in the operating room, but it did not come in contact with a pt when the event occurred. The pt did not incur an injury, however, the case was delayed for an undisclosed period of time while another console and hand piece was obtained.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.